Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was an issue with capture management. Loss of capture was noted on printouts during capture management operation.

Event description:
It was reported that there was intermittent loss of ventricular capture during capture management testing. Pauses were seen on the monitor but the patient did not complain of symptoms. It was noted that the right ventricular (rv) lead had high and varying thresholds. Because output was programmed sub-threshold there was no pacing support during the test. Capture management was turned off and the rv amplitude was increased. The lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.